Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin out of the infusion set. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that they received random no delivery alarms. Customer declined troubleshooting. The insulin pump will not be returned for analysis.